Manufacturer narrative:
Concomitant products. Model: 5072-58, lead; implanted: (B)(6) 2004, concomitant products: model: 5072-52, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) pace/sense lead was seeing intermittent oversensing events with no notable artifact on rv-tip to rv-ring egm. Pacing impedances remain stable, and there were no other indications of a lead integrity issue. It was noted the patient is pacer dependent and the cardiac resynchronization therapy defibrillator (crt-d) not pacing in presence of intermittent oversensing is a concern. Follow-up was completed and it was verified with an allied health professional (ahp) that reprogramming of the rv sensitivity was completed. Both the device and lead remain in use. No patient complications have been reported as a result of this event.